Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, and that the pump touchscreen had unspecified damage and was unreadable. Additionally, it was reported that the wake button was not working. Reportedly, the customer pressed the wake button multiple times and the wake button performed as intended. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.